Event description:
It was reported that stent damage occurred. A 32 x 3.50 promus premier¿ stent was selected for the procedure. Upon flushing the device, it was noticed that the stent was lifted up. The physician tried to restore it by hand and needle but attempt was unsuccessful. The procedure was completed by a 3.5 x 2.0 non bsc stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).